Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube of the device was partially peeled off. The phenomenon was found during the repair by olympus trading (shanghai) limited (osh). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus trading (shanghai) limited, there was the possibility that this phenomenon was attributed to the excessive force, or the chemical stress, or the poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), or the aging deterioration.